Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the dirt/foreign material/corrosion on the electrical contacts of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the procedure the user turned off the endoscope equipment and turned on again, the scope data error b32 which indicated the subject device was damaged occurred and the endoscopic image was not displayed. There was no report of patient injury associated with the event.